Event description:
It was reported that loss of capture, noise, oversensing, high pacing impedance, and high defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition. The suspected cause of the event was lead damage and this was confirmed during the lead revision procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.